Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor wire at hook crimp location. The instrument failed the electrical continuity test. Thermal damaged was observed near hook crimp location on the yaw pulley. Additional observation not reported by site: the instrument was found to have thermal damage on the monopolar yaw pulley at the hook crimp location. Material appears to have burnt off from the charring that occurred near the hook crimp location. No insulation damage was observed. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley did not show thermal damage. The complaint regarding no/low intermittent energy was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm permanent cautery hook instrument electrical conductivity set off intraoperatively. The procedure was unknown how it was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed with no patient injury. No fragments fell inside the patient.